Event description:
According to the surgeon's report to the distributor, localized cellulitis was observed in five patients who had undergone acd&f's using iliac crest bone graft. The harvested site was packed with osteofil rt icm. Within a 48 hour period, these five pts developed severve redness and swelling at the graft site. Two of the pts had surgery on the same day. Several of these pts went home on IV antibiotics. All of the surgeries were performed in the same operating suite and no cultures were performed. All of the patients recovered with no additional intervention.